Event description:
The nurse started an IV on a patient and the jelco catheter malfunctioned. The nurse did pull back on the catheter to retract the needle, but when the nurse disconnected the needle/protector from the hub, the needle was still sitting inside the catheter/hub. The nurse had to grab the needle and remove it with their fingers. Immediate action: all IV catheters with the same lot number were removed from the IV trays. All 22g jelco catheters with this lot number were removed from IV trays. Smiths medical inc. Was notified per phone call (product complaint [#redacted]). No injury to nurse or patient as a result of the malfunction. It was mentioned that there have been many similar events with this same lot number; however, to date, none of the malfunctioning jelco's have been retained.